Event description:
Heartware left ventricular assist device (lvad) presents with abnormal vad function, high watt alarms and elevated lactic acid dehydrogenase (ldh) in the setting of international normalized ratio (inr) 2.2, aspirin 325 mg, hapto < 10, and plasma hemoglobin 56. No hemoglobinuria. Patient was treated with heparin infusion, patient's status for heart transplant was upgraded, and preparations were being made for lvad exchange if needed. Ldh however peaked at 1200 and returned to baseline on heparin. Device function returned to baseline per review of waveform trends. Decision was eventually made to transition back to coumadin and discharge home with higher inr target 2.5-3.0; aspirin 325 mg.